Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at a relative's house; took a nap and never woke up. The cause of death was a sudden heart attack. The caller stated that the customer had a lot of problems with stabilizing his blood glucose. The caller did not know the customer's blood glucose at the time of passing. The customer was wearing the insulin pump at the time of passing. The customer was using sensors. The caller was unsure whether the customer was wearing a sensor at the time of death or not. The caller agreed to return the insulin pump for analysis.